Event description:
It was reported that the patient presented to the emergency room due to hearing tones from the device. Interrogation of the device indicated a lead alert triggered for high impedance on the right ventricular (rv) lead. It was noted that the pace/sense portion of the rv lead was capped and replaced four years prior due to unknown reasons. It was also noted that the patient is a weight lifter and a lead fracture was questioned. No changes have been made at this time and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076, implanted: (B)(6) 2010. (B)(4).